Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with diabetes ketoacidosis and high blood glucose of 750mg/dl. The caller stated that the cause of his admission was a virus. The customer had excessive vomiting and was dehydrating. The caller stated that he was instructed to take off the insulin pump while staying in the hospital. No further information was provided.